Event description:
Foley sequestered, balloon was inflated with 10 cc over the weekend and by monday morning, balloon was smaller, only 5 cc was aspirated out. The balloon was also irregularly shaped on inflation. This event is one of multiple temp sensing foley events that has happened in the past few weeks. Other events are detailed in the attached questionnaire. Manufacturer response for non-latex temperature sensing foley, surestep foley tray system (per site reporter). Vendor has sent packaging to return foley for investigation. Vendor has reached out to hospital staff for general information related to the events.